Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided, no clinical factors were found which would have contributed to the reported events. The bone anchors are implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy procedure using regeneten, the surgeon wanted to place the tendon anchor to secure the regeneten patch, but failed to successfully slot in the tendon anchors in the inserter. At the beginning it was smooth but after multiple times of slotting in the tendon anchors in the inserter, it was observed that the tendon anchor arms were tore in the container while trying to slot in with the inserter. No broken pieces remain inside the patient. The procedure with regeneten device was cancelled and it was closed by doing debridement. There was a delay within 30 mins.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure using regeneten, the surgeon wanted to place the tendon anchor to secure the regeneten patch, but failed to successfully slot in the tendon anchors in the inserter. At the beginning it was smooth but after multiple times of slotting in the tendon anchors in the inserter, it was observed that the tendon anchor arms were tore in the container while trying to slot in with the inserter. The procedure with regeneten device was cancelled and it was closed by doing debridement. There was a delay within 30 mins.